Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The clinic will continue to monitor the patient. The patient experienced no adverse consequences.